Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to customer's blood glucose customer wore the pump under their undergarment and the transmitter was on the stomach. It was recommended that the customer try moving the pump to a different location as the undergarment may be causing some interference; however, the customer declined to move the pump. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿